Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an injury in a female patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip, the patient experienced neurological injuries. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 13 april 2010, via medical records. On (B)(6) 1999, the patient complained of back pain and right shoulder pain on and off. She was the caregiver of her mother who had multiple medical problems. The patient had been doing heavy lifting while taking care of her mother. On (B)(6) 1999, the patient complained of lower back pain and right hip pain. The patient had a history of a laminectomy (times two) on her lower back, l4 to l5 area. The patient reported the numbness in the right lower extremity increased over the last two days. (B)(6) 1999, the patient had a total of eight back surgeries. On (B)(6) 2001, the patient sustained neck injury from a fall. X-rays showed degenerative change in the cervical spine with what appeared likely to be a degenerative retrolisthesis of c5 upon c6. No fracture was identified. In approximately (B)(6) 2006, the patient fell through her deck and hurt her wrist and side area. The patient had a history of osteoarthritis and possibly fibromyalgia. On (B)(6) 2007, nerve conduction studies revealed evidence of mild bilateral carpal tunnel syndrome (median nerve entrapment at wrist) affecting sensory components. There was also a mild right ulnar neuropathy, non-localizable with inching. On (B)(6) 2007, via progress notes, it was noted the patient had a history of restless leg syndrome and petty mal epilepsy in her teen years but had not had an episode since 1971. On (B)(6) 2007, the patient reported an onset of symptoms in (B)(6) 2007, with numbness and tingling in the tips of her fingers. The patient was originally diagnosed with carpal tunnel and then myelitis. The patient reported having dysesthetic feelings and difficulty walking and maintaining balance. The patient reported having to sleep sitting up. The patient was diagnosed with a mild neuropathy. Electromyography (emg) and nerve conduction studies (ncs) was indicative of moderate sensory motor neuropathy/peripheral neuropathy that was mixed. On (B)(6) 2007, serum copper was 20 (normal 70 to 155 ug/dl). On (B)(6) 2007, the patient was confined to a wheelchair, but could use a walker on her better days. On (B)(6) 2007, the patient was on short term disability. On (B)(6) 2008, the patient reported worsened neurologic symptoms, as well as bowel and bladder incontinence over the last week. The patient was given an order for a power wheelchair. On (B)(6) 2008, the patient was seen for an initial neurology evaluation. Diagnoses included large granular lymphocyte (lgl) leukemia, copper deficiency myelopathy, and aplastic anemia. Neurological symptoms included dizziness, lightheadedness, abnormal memory loss, headaches, muscle weakness, hand/arm/leg shaking, numbness or tingling, incoordination or balance difficulties, and trouble walking with use of a walker. The patient has a several year history of what was felt to be fibromyalgia initially. In (B)(6) 2006, she had an exacerbation of her symptoms. By (B)(6) 2007, she had various laboratory studies by her primary physician. In approximately mid (B)(6) 2007, the patient had worsened symptoms and was diagnosed with t cell leukemia, in (B)(6) 2007, the patient went to a specialist and had more tests and was diagnosed with copper deficiency related myelopathy. The patient had progressive numbness affecting her fingertips. The patient had some bowel and bladder "accidents" that were much better at this time. She reported diffuse pain in the arms, legs, hips, and joints. Medication included lyrica, but the dose had been decreased due to intolerable side effects due to cognitive difficulties. She had new complaints beginning about a week or so ago consisting of shortness or breath with chest heaviness and she felt tired. The pt had nerve studies that were suggestive of a demyelinating worse than anything else. A magnetic resonance imaging (MRI) study of the patient had more of a myelopathic type of picture more than axonal neuropathy. Based on exam, the pt had more of a myelopathic type of picture more than anything else. A magnetic resonance imaging (MRI) study of her cervical spine per report showed degenerative changes with some cord compression at the c5 to c6 level. Some abnormal cord signal was noted. Median somatosensory evoked potentials were abnormal and suggestive of central worse than peripheral dysfunction. The serum copper level was low at 0.17 (normal 0.75 to 1.45 ug/ml). A nerve study report was not with a moderate severity sensorimotor mixed demyelinating greater than axonal neuropathy. The patient subsequent received five copper infusions in (B)(6) 2007 with copper level increased up to 77. The patient had been treated with temazepam, cymbalta, and lyrica. The patient had been maintained on oral copper supplements. The physician suggested researching the patient's use of poligrip adhesive due to an article that discussed denture cream users that may result in an excess amount of zinc, which could then subsequently be associated with low copper levels resulting in problems such as the patient's. The patient admitted to using poligrip. Otherwise, the physician did not know the cause of the patient's copper deficiency and resulting problems. Klonopin was suggested for treatment of her relative tremors and spasticity. On (B)(6) 2008, serum copper was 104 (normal 70 to 155 ug/dl) and serum zinc was 162 (70 to 150 ug/dl). On (B)(6) 2009, the patient reported having an exacerbation with swelling of her right arm and leg about one to two weeks ago. The patient reported that occasionally "every bone" in her body hurt. The patient complained of various types of pains and diffuse joint pain. The patient had recent bone density studies that revealed mild osteopenia. The patient decreased her use of dental creams. Celebrex was changed to mobic. On (B)(6) 2009, the patient reported her entire body felt like a mild electric shock sensation. Klonopin helped to diminish the symptoms. The patient's primary doctor and daughter felt like the patient maybe developing parkinson's disease due to a "constant movement" and also some memory difficulties. The patient also developed some balance difficulties. On (B)(6) 2009, the patient fell with resultant mild closed head injury. The physician did not see any specific evidence to point towards parkinson's disease at this time. On (B)(6) 2009, serum copper was 106 and serum zinc was 225. On (B)(6) 2010, the daughter was still concerned with her mother's progressive memory loss, constantly fidgeting, and shakiness. The patient described a "finger in the outlet" type of symptoms that remained constant. The patient had a recent fall with resultant left foot fracture. The patient's muscles felt "so tight" in all her extremities. The patient was disabled since 2007. The patient's father had a history of parkinson's disease and her mother had a history of alzheimer's disease. In (B)(6) 2009, the patient had a normal MRI of the brain. On (B)(6) 2010, the patient's copper level was 117 and zinc was 169.